Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was seen in the hospital. The device emitted beeping tones and high out of range rv pacing impedance measurements greater than 2,000 ohms were observed. The remote monitoring alert trigger was increased and the patient planned to follow up with a local electrophysiologist on an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device had emitted beeping tones for three days before the patient presented to the hospital. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.